Event description:
It was reported that noise resulting in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. Increased capture threshold and increased pacing impedance were also observed. The ra lead was capped and replaced to resolve the event. During the revision procedure, lead damage was visually confirmed. The patient was in stable condition.

Manufacturer narrative:
The estimated event date is jun 2025.